Event description:
According to the initial report, surgeon notices a lot of bleeding after implanting, specifically around the suture lines of the homografts.

Event description:
According to the initial report, surgeon notices a lot of bleeding after implanting, specifically around the suture lines of the homografts.